Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. Following crossing of the aortic valve, patient complained of chest pain but remained hemodynamically stable. Pre-dilatation was performed due to 69 degrees horizontal aorta. Valve was deployed successfully. Post-deployment echo revealed global pericardial tamponade and patient became hypotensive. Pericardial drain was inserted and 500 mls were aspirated. Protamine was provided. The source of the bleeding was a linear laceration of the lv which was repaired surgically. Likeliest cause thought to be wire related perforation of left ventricle (lv) but not confirmed. Patient is recovering well.